Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in b5 are filed under separate medwatch report number.

Event description:
It was reported that the procedure that the procedure was to treat a 90% stenosed lesion in the right coronary artery (rca) with mild calcification and mild tortuosity. The indeflator was attempted to reach a pressure of 25 bar; however, was only able to reach 20 bar. A second attempt was made and the indeflator was only again to reach 20 bar. Another indeflator was attempted to be used, but the same issue occurred when an inflation attempt was made. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott inflation device was used to complete the procedure. No additional information was provided.